Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy never helped the patient's symptoms. The healthcare provider could never get it set right. Patient was wearing depends, when they needed to pee it just came out. Caller mentioned they had to take the patient to the hospital on saturday because they had some kind of bladder infection and was dehydrated. They did not think it had anything to do with the device, caller said the patient had been on some antibiotics. The hospital stopped those antibiotics. In the ER the patient was given an antibiotic shot and a 5 day supply of medicine of a different brand was ordered. Caller reported the patient had an appointment with their healthcare provider the following week and they would like a manufacturer representative to come out. Additional information was received from the patient and their friend/family member. It was reported the patient had an appointment with their healthcare provider the day prior and the manufacturer representative was there because they were having some problems. Patient stated they were feeling ok when the rep was setting up the machine, but when they got home they had some pressure around their rectum and when they had to urinate they did not get the tingle when they had to pee. Patient was difficult to understand but may have said a little bit of pee. Patient wanted to use the patient programmer to reduce their stimulation. Patient's boyfriend initially encountered poor communication, but after changing batteries they were able to successfully sync and confirmed patient was on program 1 at 2.0. They reduced stimulation to 1.9 and it was reported they wanted to try it there. The caller mentioned the patient recently had a CT scan, patient reported when they were in the hospital they had a CT scan, which was ok. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she was having some pressure in the rectum and that was sore. There were no further complications that have been reported as a result of this event.